Event description:
Co is unable to determine the actual cause of this event, due to a lack of available info on the specific pt involved. The doctor was able to remove the cup by following the insert directions. Add'l records have been requested from the physician as part of co's investigation. The device was removed by the physician and discarded at the facility. The device was not returned for evaluation.